Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: it was reported that there was a malfunction resulting in system shutdown during a case. The unit was replaced and case completed. There was no patient injury.